Event description:
Four days after the index procedure the pt complained of chest pain. Their ECG was monitored and occlusion by thrombus was suspected. A repeat angiography was performed which confirmed thrombus in the implanted 2.5x23mm cypher stent and distal to it. Balloon angioplasty was performed to treat the thrombus with a 3.0 x 15mm hinode balloon to a maxium inflation pressure of 22 atms. A second inflation was performed however the inflation pressue is unk. During the second inflation, a vessel perforation occurred inside the 2.5 x 23mm cypher stent. An iabp was inserted and the procedure was terminated. The next day, the pt was taken to the operating room where a CABG was performed in order to treat the perforation. The pt is said to be rehabilitating in stable condition.